Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 2 alarm or pump error 63 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin 6 trace at on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had inter processor communication error. The customer's blood glucose level 12 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The customer stated that their sensor was not working correctly so they performed a self-test and were able to successfully clear the alarm. The customer received a request to rewind pump. The customer reported that they performed the self-test again and it gave an error for the hardware low level failures. The device will be returned for analysis.